Event description:
The customer reported to olympus, the light source light bulb does not light up. The issue was found during preparation. The therapeutic procedure plasma cutting was completed with another device without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that lamp does not light due to faulty power supply unit and the lamp blackens was due to fault lamp. Olympus will continue to monitor field performance for this device.